Event description:
Customer reported receiving a no delivery alarm during a bolus. The blood glucose reading was 377 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that the insulin did exit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.